Manufacturer narrative:
The biomedical engineer reports that the multi-gas unit is intermittently losing gas readings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the multi-gas unit is intermittently losing gas readings.